Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: couple of minutes before procedure our crossfire 2-console started smoking. They could smell electric smoke. Soon after that whole console shutdown and other consoles also in the same pendel. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause the rf power board fuses. Gtin #: (B)(4).

Event description:
It was reported that there was a thermal event prior to surgery. This is a file for potential of thermal event as this is a leading indicator of a burnt component.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a thermal event prior to surgery. This is a file for potential of thermal event as this is a leading indicator of a burnt component.